Event description:
It was reported to the aci sales professional on (B)(6) 2010 that a patient underwent a catheterization procedure (type unknown and exact date unknown). Following the procedure mynx was used for femoral arterial closure. There was no report of complication with the mynx procedure. Sometime post procedure, the patient developed a pseudoaneurysm and underwent surgery to treat it. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the limited information provided, the cause of the reported pseudoaneurysm could not be conclusively determined. Pseudoaneurysm is an anticipated complication of catheterization procedures, regardless of the use of closure devices. There is no evidence to suggest that the mynx device did not meet specification, or perform as intended. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.